Event description:
The following description of the event and the condition of the pt was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. "[Name removed] called to report an issue with a rigid circuit, p/n 766895 with lot number 000332095, that occurred while on a pt. She said that after approx 10 min on the ventilator the tubing going from the white elbow to the humidifier split on the adapter causing a loss in pressure and the ventilator to stop. The pt was placed on another hfov, no pt compromise and unit alarmed as it should. She said this isn't the first time that they have had this adapter split causing a loss in pressure. Advised complaint will go to qa department. I asked if we could have circuit back for investigation and she said they gave ti to the hosp risk mgmt dept and that we would not be able to have it. Confirmed ship to address and will sent replacement circuits at no charge per customer satisfaction." The following description of the event and the condition of the pt was copied from the user facility medwatch report received by carefusion from the FDA on 04/03/2012. "Title: xxxx. Event desc: baby placed on high frequency oscillator. Within 10 minutes, lost pressure and no longer able to ventilate baby. Rt noticed cracked tubing from oscillator to heater. Baby was ten hand bagged while tubing was switched out. Second tubing placed and 15 minutes later, rt noticed cracked tubing before loss of pressure. New tubing replaced. MFR contact to obtain new lot of tubing." "Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)".

Manufacturer narrative:
Note: p/n: 766895 is for a box of 4 rigid pt circuits p/n: 766600. The user facility did not provide any pt or device codes on their user facility report. Codes were derived based on the info provided by the user facility medwatch report received from the FDA on 04/03/2012 and info documented by a carefusion tech support specialist on (B)(4) 2012 in response to a phone conversation with a user facility rep. (B)(4). The user facility informed carefusion that the alleged failed rigid pt circuits would not be returned to carefusion for eval. Based on the lot number provided by the user facility, carefusion has determined that the rigid pt circuits were approx 9 months old at the time of the incident. A review of the carefusion complaint system for the past 90 days resulted in zero like failures, thus at present carefusion considers this to be an isolated incident.